Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a remaining longevity of 3.5 years. A longevity calculation was completed based on programmed parameters, which found that the device was depleting earlier than expected. No adverse patient effects were reported. A copy of device memory was sent to boston scientific technical services (ts) for review. Upon review of the memory upload, a high current condition was observed. Ts recommended that the patient should be scheduled for replacement and the explanted device returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.